Manufacturer narrative:
(B)(4). Rn stated, "the patient died while in the hospital, but I don't know the date of death, cause of death, or any other information." The death certification was not available. Rn declined to provide further information if additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unknown date, during hospitalization for an unrelated issue, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics, ip (dose and frequency unknown). Dianeal and extraneal viaflex therapies were discontinued, the pd catheter was removed and hemodialysis was started. After the patient began hemodialysis, he was treated with unspecified antibiotics, IV (dose and frequency unknown) for peritonitis. The patient remained hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893891 and gd894022. No exceptions were observed that were related to the reported condition.